Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy, the device deployed staples, but they did not form at all. Staples were in ¿goal post¿ shape. Surgeon used the same stapler with a new reload to complete the procedure. There were no adverse consequences for the patient.